Manufacturer narrative:
The complaint was received after products expired. Retention capture-r indicator cells lot 221149 and anti-d series 4, lot 504697x had been tested and performed as expected. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported an rh discrepancy on the galileo. The patient originally resulted as b positive (weak d positive) and the second donation tested as b negative (weak d negative).